Event description:
Event: cuff failure. Med 51 reported a cuff failure in a size 4 king airway placed during a resuscitation attempt. After an initial good seal and cuff inflation, ventilation was normal. Approximately 5-7 minutes into resuscitation, gurgling sound was heard implying air leakage. Cuff was re-inflated for good seal, gurgling subsides, ventilation normal again. A few minutes later, the same thing happened. This recurring issue required ongoing inflation of the cuff to maintain adequate seal and ventilation. (B)(6) fire department m51 experienced had a similar incident on (B)(6) 2018. We were unable to confirm whether both tubes came from the same shipment.